Event description:
Pt had a port inserted on 10/24/95. Pt presented to oncology clinic on 12/14/95 for routine maintenance/flush. First attempt by rn to flush was unsuccessful. Md notifed. Urokinase 5,000 u IV to pac instilled. After one hr of waiting, the second attempt to flush was unsuccessful. Md was aware. Md attempted to flush - 2 cc n/s "pop" was heard by pt and nurse. Skin bulged at pac area. There were no signs or symptoms of bleeding. Surgeon contacted and responded within ten (10) mins. Recomendation by surgeon was for removal and reinsertion of new catheter. New catheter was inserted on 12/14/95. Surgeon's report states that "one of the septums had become dislodged from the metal housing." Infusion co was made aware to increase the dilution rate and increase kvo rate.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-95. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: port. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.